Manufacturer narrative:
Insulin pump was received with operating currents within spec. Insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. However, insulin pump was unable to prime unit during prime test due to faulty force sensor system. Analysis was unable to perform excessive no delivery test or occlusion test due to prime anomaly. Insulin pump was received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had absence of no delivery alarm. The customer's blood glucose level was unknown at the time of the incident but was reported that they had high blood glucose. The insulin pump was returned for analysis.